Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device had long constant tone and two circles on the display. The customer states they could not do anything with the pump. The customer also states receiving unexpected restart alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The unexpected restart alarm was able to be cleared. The pump passed the self-test, and the customer was advised to monitor the device.